Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision total hip replacement of asr monoblock cup with asr unipolar big head on a summit femoral stem. Acetabular component and head revised femoral stem remained insitu. Revision for pain. Soft issue reaction to metal on metal bearing articulation. Macroscopic tissue reaction visible and bone loss thought to be due to metal bearing surfaces debris. Patient complains of prolonged significant pain in hip requiring medication.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
The patient was revised to address pain.